Event description:
It was reported to boston scientific corp that during a therapeutic ureteric stone extraction in 2006, using a stone con retrieval coil, the basket's coating detached in the ureter. The physician had placed the device beyond a stone when the basket opened by itself. Upon attempting to retract the basket, the physician felt resistance and was unable to retract the basket inside the sheath. The device was removed as 1 unit with the scope where it was discovered that the basket was entwined and that green and purple coating had remained in the pt. The physician attempted to remove the coating but decided to wait for them to be naturally eliminated. The pt's condition was reported as "good."

Manufacturer narrative:
This device has been rec'd by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate number.